Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly customer went to the emergency room for monitoring only. Customer did not receive any sort of assistance or treatment while in the ER. Customer was discharged later that same day.